Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2026, during use on a patient, the luer hub/fitting of a chronic hemodialysis catheter (chdc) was found to be cracked and leaking. The catheter had been inserted on (B)(6) 2026. There were no reports of patient injury, harm, or adverse health consequences associated with the event. The patient's condition was reported as fine. No medical intervention was necessary, and the procedure was completed after changing to another device.